Event description:
During the repair of a labral tear, the surgeon implanted a 3.5mm anchor and when he went to tighten down the suture with knot manipulator, it cut the suture. The surgeon tried to re-thread the anchor with a new suture but was unsuccessful. He then removed the anchor and suture from the pt and implanted another anchor with the same result. A third anchor was implanted successfully. The procedure was delayed for over 1-hour. No pt injury was noted.